Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of patient imagery revealed calcification in the landing zone. The complaint for balloon burst was unable to confirmed due to no relevant imagery or product return. Available information suggests that patient factors (calcification) likely contributed to the event as imagery shows calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve, near the end of valve deployment, the 26mm commander balloon ruptured. Valve appeared deployed and stable. Delivery system removed through sheath without issue. Post dilation was done with a 26mm true balloon to ensure full expansion. Upon inspection, balloon appeared to tear longitudinally from the proximal end down. Case went well, valve was deployed with good result, patient left room in stable condition. All edwards products were prepped per IFU.

Manufacturer narrative:
The investigation is ongoing.